Event description:
Material no.: 383537; batch no.: 9074906. It was reported that the connection on the needles is not working properly causing blood spray onto users. It was also reported that there are leaking issue. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 2 of our workers have been affected (sprayed with blood) due to the connection on the needles not working properly.

Manufacturer narrative:
H.6. Investigation summary: bd received 4 unused 20 gauge nexiva units from lot 9074906 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that all of the vent plugs were fully inserted into the luers of the y-adapters. Next, a functional test was performed and the fluid moved freely through the extension tubing to the vent plug. There was no splashing and none of the fluid leaked out. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed during testing a definitive root cause could not be identified. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 383537, batch no.: 9074906. It was reported that the connection on the needles is not working properly causing blood spray onto users. It was also reported that there are leaking issue. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 2 of our workers have been affected (sprayed with blood) due to the connection on the needles not working properly.